Event description:
Caller reported feeling stimulation very uncomfortably in their testicles. After further questions it was discovered that they have a bladder stimulator from axonics. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).